Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was first seen post-operatively (B)(6) 2012 and stated she was doing well and was able to empty her bladder. The patient returned to see the physician (B)(6) 2012 stating she was unable to void. The physician placed a catheter and prescribed medications, (type unknown). The patient went to the ER (B)(6) 2012 due to a catheter obstruction. The catheter was flushed and the patient was able to void. The patient returned to the physician (B)(6) 2012 and reported symptoms of urinary tract infection (uti). The patient was treated with medications (type unknown). The patient was last seen by the physician (B)(6) 2012 and stated that she felt a tear after intercourse and experienced some bleeding. The patient was examined by the physician and was noted to be fine. The physician referred her to a urogynecologist for further examination. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.